Event description:
It was reported that during surgery, a k-wire fractured during use. The fracture occurred intra-operatively and the surgeon removed the broken k-wire from the patient. There were no known impacts or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.